Event description:
It was reported that patient on holiday and experienced a syncopal episode resulting in injury to teeth. Loss of capture was noted during device interrogation. Device was removed from service. New system implanted.